Event description:
It was reported, oversensing due to noise and low p wave amplitude was observed on the device. Technical support was contacted and reprogramming was recommended. Reprogramming was performed to resolve the event. The patient was stable.

Event description:
Additional information was received indicating additional episodes of oversensing occurred following reprogramming. Technical support was contacted and confirmed the episodes were far field p wave oversensing. Reprogramming was recommended. Additional reprogramming was performed to resolve the event. The patient was stable.